Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.8, re-test: 1.6 (2 hours later). Caller reports using the same finger to retest, and does not wait until apply sample light indicated to prick finger.